Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. B3 event date: unknown.

Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to electrical problems, cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited the plastic distal end cover was burned and the image was distorted. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information to a previously submitted report. Updated fields: h6, h7. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No new information.